Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there were cracks on the device. Customer's blood glucose was below 20 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.